Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16.5mm from the distal end. There was no scratch around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc surmised that the probe was cracked when the user activated the output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; *during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the probe of the subject device was broken off outside of patient body. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the probe.